Manufacturer narrative:
Evaluation of the returned pod5 confirmed the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pusher assembly was fractured, and the pull wire was retracted out of the distal fractured segment. If the device is forcefully mishandled at extreme angles during use, damage such as a kink and fracture may occur. Subsequently, if the fractured segments are separated, and the pull wire is retracted out of the ddt, the embolization coil will detach. Further evaluation revealed additional pusher assembly kinks. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod coils and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the first pod coil did not fit into the target location after several attempts were made. While retrieving the pod coil, the physician noticed the coil did not follow the movements of the pusher assembly and found that it had detached inside the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed. The procedure was completed using the same microcatheter, one ruby coil, and two pod packing coils (pod pcs). There was no report of an adverse effect to the patient.